Event description:
It was reported that the customer changed the battery in the insulin pump and received a battery out limit alarm after. The customer's blood glucose was 184 mg/dl. The customer stated that he could not clear the alarm. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issue and stated that the insulin pump was exposed to moisture. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. The insulin pump received with normal operating currents. And monitored for several days and no battery out limit alarms occurred during testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.